Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The subject device was returned and evaluated. The user¿s report was confirmed, the unit¿s front panel display was not present during testing. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the results of the investigation, a definitive root cause could not be determined. However, it is believed that the reported failure may have been caused by an abnormality of the subject device¿s printed circuit board ¿ specifically, the tube pressure sensor. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the insufflator had a black screen. The issue occurred during preparation for use for a therapeutic (appendectomy) procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: full establishment name: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.